Manufacturer narrative:
Investigation was reviewed and the investigation codes were updated to reflect the investigation outcome more clearly.

Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.